Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the reservoir had an air bubble anomaly. The blood glucose levels were not provided. Troubleshooting was provided. There was no indication that the air bubble anomaly was fixed. Insulin pump is not returning for analysis.